Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the silicone tubing and the twist clamp. The component separation would result in leaking. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the tubing and the leg of the dark blue female connector is a friction fit and not a solvent bond; therefore, a strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the white twist clamp; the bed was wet. This was observed during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.